Event description:
The customer reported two incidents where they clamped down the roller clamp, then later opened the clamp and it would not open up. A clot formed in the micro catheter and the dr was unable to advance the wire through the catheter. The dr aspirated the clot from the catheter with a syringe and completed the procedure. No harm or injury was reported. The customer reported two (2) incidents or defective devices. The customer did not provide any add'l info or clinical details for the add'l event. This is one of two reports: 1721504-2010-00353.

Manufacturer narrative:
Device eval: the device has not been returned for eval/investigation. A f/u report will be submitted when the eval is completed. Eval, conclusions: a f/u report will be submitted when the eval is completed.